Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard mesh (bard flat mesh) on (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (bard flat mesh). It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. Attorney also alleges that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2012) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard mesh (bard flat mesh) on (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (bard flat mesh). It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. Attorney also alleges that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2014 ¿ patient was diagnosed with recurrent parastomal hernia thereby underwent open repair with bard flat mesh. Per operative notes, ¿in the right lower quadrant, hernia sac was identified and excised. Mesh from previous repair was noted and sutured. The primary defect was closed with sutures and bard flat mesh was placed, sutured and stapled.¿ (B)(6) 2014 ¿ patient was diagnosed with wound dehiscence with exposed mesh thereby underwent open repair with partial removal of previously placed mesh. Per operative notes, ¿the bard flat mesh was seen exposed. The bard flat mesh was removed partially and wound vac was placed around the wound and sutured.¿ (B)(6) 2015 - patient was diagnosed with parastomal hernia thereby underwent repair (note: there is no operative note/information provided in medical records regarding this procedure.) (B)(6) 2017 - patient was diagnosed with chronic abdominal wound, pain thereby underwent open repair. Per operative notes, ¿ chronic draining wound was noted. The wound was irrigated and sutured.¿ (B)(6) 2018 - patient was diagnosed with incarcerated recurrent parastomal hernia and infected mesh with fistula, bowel obstruction thereby underwent open repair with removal of bard flat mesh and implant of biological mesh. Per operative notes, ¿extensive adhesions to the bowel was removed. There were an infected multiple pieces of mesh noted with purulence. The multiple loops of small bowel densely adhered to anterior abdominal wall was freed and infected old bard flat mesh was removed. The recurrent parastomal hernia was repaired and fistula was excised. A biological mesh was placed over the defect and sutured.¿ (B)(6) 2018 ¿ patient was diagnosed with exposed biological mesh thereby underwent open repair with sutures.